Manufacturer narrative:
The needle holders are in a used condition. The tips of the locking pin are broken off. The fragments are not available. The instruments were analyzed by microscope. No pores, inclusions or foreign bodies could be found. The device quality and manufacturing history records are not possible. Based on the information available as well as a result of the investigation, root cause of the failure is most probably a material error. The current failure rate is within the risk analysis and therefore acceptable.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going.

Event description:
Country of complaint: united kingdom. The metal part which goes into the handle is not closing. There was no patient injury but a 30 minute delay in surgery as there were no others available to use. Additional report submitted at the same time, same facility, same event description. See 2916714-2016-00022.